Manufacturer narrative:
Final analysis could not confirm the complaint of no communication. Analysis found that the device had gone into backup prior to the procedure. The cause of the backup was suspected to be caused by exposure to cold temperatures.

Event description:
It was reported that the pulse generator could not be interrogated. The device was still in packaging. The device was not used.